Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned valve was crimped on the delivery system, which was partially inserted through sheath. The valve was exposed through sheath. The frame was distorted; there was one bent strut at the inflow side and multiple bent struts on the outflow sides. The leaflets were wrinkled and dehydrated due to stage conditions. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided, the imagery provided showed the patients right access vessel had presence of tortuosity. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for frame damage was confirmed based on returned device. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event. Tortuous patient anatomy can create sub optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our german affiliate during a transfemoral transcatheter valve replacement (thv) with a sapien 3 ultra resilia valve, there was no resistance during the initial introduction of the commander delivery system (ds). However, resistance was noted at the blue portion during advancement of the ds into the 14f esheath+. Additionally a sheath kink was observed. Fluoroscopy showed that the ds with the crimp valve had perforated the sheath and this led to a perforation in the right common iliac artery, which was associated with bleeding and subsequent circulatory arrest. An attempt was made using a balloon to occlude the area above the perforation to block blood flow on the right side of the common iliac artery. Resuscitation efforts were initiated but unsuccessful. The patient died the same day. As per provided imagery the valve frame appears damaged. As per pre-decontamination evaluation there was a sheath liner strand.